Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited an insulation anomaly. The lead was not implanted and a new lead was placed. The procedure was completed successfully and no adverse consequences occurred to the patient.